Event description:
During the electrode lead disconnect process, while performing an emg procedure, the outer hub to the needle assembly came apart allowing the needle assembly to come out of the protective sheath. When this occurred, the doctor was stuck with the unprotected used emg needle.

Manufacturer narrative:
Fourteen needle separations reported in 1.8 million estimated consumed needles or 7.22 x 10-6 reported ratio of sticks to separations is 2 in 14 or 0.1538. Likelihood of serious injury resulting from a needle stick is 1 in 10,000 (.0001). Likelihood of serious injury = 7.22x10-6 x .0.1538 x 0.0001 = 1.11x10-10. With 1.2 million needles remaining to be consumed, the estimated needle separation = 9.33. Of those 9 or 10 separations, 1 or 2 could result in a needle stick. With an extremely low likelihood of serious injury resulting from a needle stick, it is determined that no field action is required. The likelihood of serious injury is remote.